Event description:
It was reported that the patient developed an infection at the pod¿s insertion site, (leg) while wearing the device for longer than 48 hours. In addition the patient experienced bleeding at the pod insertion site. The patient had removed the pod and applied a new pod prior to going to their doctor. The patients reported blood glucose level was 89 mg/dl. Once at the doctors office the patient was diagnosed as having a staph infection. The patient was treated with a shot of antibiotics and they were provided with a prescribed oral medication. The patient left the doctors office the same day as the event. The pod will not be returned as it has been discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.